Event description:
It was reported that the patient was scheduled for implant to regain the seizure control that the patient had prior to being explanted due to the infection. The implant card was received which verified that the patient was reimplanted on (B)(6) 2013 and that the lead impedance was ok. The patient developed a parasitic infection after falling into the lake water after vns generator replacement. The patient was on 6 months of home IV antibiotics and then the vns system was explanted on (B)(6) 2001.

Manufacturer narrative:
Explant date, corrected data: the initial report listed the explant date as an estimated month and year date. The exact day of explant is now known.

Event description:
Reporter indicated that explanted device was being returned for unknown reason.